Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that there were no issues noted with preparation of an xact stent delivery system (sds) and during a mildly calcified, moderately tortuous, popliteal artery stenting procedure, an xpert sds was advanced without resistance. During the advancement the stent came out of the sds and prematurely deployed in the superficial artery. A non-abbott snare device was used successfully and the non-abbott guide catheter, non-abbott guide wire, and the xpert stent were removed as one unit without difficulty. A non-abbott balloon was used for angioplasty at the popliteal lesion and the procedure was complete. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.